Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4 UDI number; h2; h3; h6 h6 component code: mechanical (g04)- head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient suffered from 3 (three) dislocations and was revised. Since then, the patient has experienced 2 (two) more dislocations that have been corrected with closed reductions. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined for the dislocations. It was identified that the head and stem used are not compatible together, however with the information provided it is unknown whether the off-label usage contributed to the dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent initial right total hip arthroplasty. Subsequently patient had 3 dislocations and was revised approximately 10 years later. Patient has had 2 dislocations since revision with closed reductions approximately 6 months later. Components remain implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Event date: unknown day in (B)(6) 2019. Concomitant medical products: ref 2232-04-18, lot 64013541, 63674177, 63853340, 63853474, 64013651 cerclage cables. Ref 6250-65-40, lot 63764148 bone screw. Ref 01.00102.614, lot 2810929 wagner sl femoral stem. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2022 - 00056.